Event description:
It was reported the customer received multiple button alarm 22's. Customers' blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.